Event description:
It was reported that the target device has a crack at the beginning of the carbon area and that the targeting sleeve couldn`t be adjusted in a correct way.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device does match the report, and the event was confirmed. The review of the risk assessment for the failure mode indicated the issue was addressed adequately as no discrepancies were identified, therefore no corrective actions were deemed necessary at this time. Upon receipt it was realized that the item had experienced cracks at the transition to the metal nail adapter. The found cracks were clear visible and should have been noticed during checking of the instruments which is required by IFU prior surgery. For the cracks in the target device, evaluation revealed that the event is linked to internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use contributed by the design of the device. The device had been in use for a long time (approximately 8 years) and it had been subject to periodic stress situations due to multiple applications and sterilization- and cleaning cycles. Appearance of the item and inspection records identified this product of old design version. Meanwhile the product has been modified with (B)(4) in terms of material change in order to avoid cracks and to improve stiffness. The breakage surface at the connecting rim of the reception and the broken off piece show typical traces of a brittle breakage like no plastic deformation which suggests that sudden force was applied (e.g. Accidentally dropped or hammer-blows upon re-positioning or removal of the nail). Furthermore damage in previous surgeries cannot be excluded. A functional check revealed that in the position of distal static locking the sleeve could not be held as intended from the target device due to the broken off piece at the reception. Thus functionality was not given any longer. The found damage is not device related but rather related to inadequate handling in an intra-operational procedure. The instructions for cleaning, sterilization, inspection and maintenance (B)(4) show several examples of damage and recommend disposal of damaged product. No discrepancies were detected during risk analysis review. No non-conformity was identified.

Event description:
It was reported that the target device has a crack at the beginning of the carbon area and that the targeting sleeve couldn`t be adjusted in a correct way.